Event description:
A customer reported a cartridge alarm on their tandem mobi pump while it was in use. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. In response, tandem technical support decided to replace the pump. The customer was informed of the replacement, advised on the necessary steps, and planned to use multiple daily injections as a backup therapy to avoid interruption in insulin delivery. The customer understood these instructions and agreed to return the faulty pump.